Manufacturer narrative:
(B)(4) the device history review could not be conducted since the lot number was not provided. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during use the clips came out closed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73k1400384 was confirmed with sample received. During visual inspection the spring jaws component is damage (bent upturned), no stuck clips in jaws. Functional inspection: despite the sample condition, applier was activated and one clip was released, however, during activation clip was not opened properly; clip is closed. This condition was presented on an occasion. Then applier was fired and one clip was loaded, closed & released; several activations were performed and a total of 8 clips were loaded, closed & released properly. During the manufacture of the device, the manufacturing facility performs a 100% functional testing as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although; the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted, which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time for this complaint.

Event description:
Alleged event: during use the clips came out closed. The patient's condition was reported as fine.